Manufacturer narrative:
On 8-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a decanav and it became stuck. It was reported that error 106 alert code occurred after the catheter was plugged into the carto 3 system and before first ablation as the tip threaded through distal end of sheath (distal exit) and catheter was unable to deflect or relax completely. The customer's reported error 106 and deflection issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-aug-2024, additional information was received indicating that the catheter was actually jammed/stuck in a full deflected position but the knob could still be pushed up and down. There was no difficulty removing the catheter and there was no other physical damage. Based on the additional information received which confirmed the catheter was stuck in a full deflected position the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a decanav and it became stuck. It was reported that error 106 alert code occurred after the catheter was plugged into the carto 3 system and before first ablation as the tip threaded through distal end of sheath (distal exit) and catheter was unable to deflect or relax completely. The customer's reported error 106 and deflection issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-aug-2024, additional information was received indicating that the catheter was actually jammed/stuck in a full deflected position but the knob could still be pushed up and down. There was no difficulty removing the catheter and there was no other physical damage. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The deflection stuck issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a decanav and it became stuck. It was reported that error 106 alert code occurred after the catheter was plugged into the carto 3 system and before first ablation as the tip threaded through distal end of sheath (distal exit) and catheter was unable to deflect or relax completely. The customer's reported error 106 and deflection issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-aug-2024, additional information was received indicating that the catheter was actually jammed/stuck in a full deflected position but the knob could still be pushed up and down. There was no difficulty removing the catheter and there was no other physical damage. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31316698m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-nov-2024, additional information was received indicating the decanav catheter was the device that had the magnetic sensor error code of ¿337¿ not error ¿106¿ as previously reported. It was also clarified that thermocool smarttouch was the device with the deflection stuck issue. As such the following updates has been processed in each field: d1. Brand name has been updated from ¿decanav¿ to ¿thermocool smarttouch¿. D2a. Common device name has been updated from ¿catheter, electrode recording, or probe, electrode recording¿ to ¿cardiac ablation percutaneous catheter¿. D2b. Procode has been updated from ¿drf¿ to ¿lpb¿. D4. Catalog has been updated from ¿r7d282ct¿ to ¿d133604il¿. D4. Lot has been updated from ¿31316698m¿ to ¿31305114m¿. D4. Expiration date has been updated from ¿5/8/2025¿ to ¿4/24/2027¿. D4. Primary UDI number has been updated from ¿(B)(4)¿. G4. PMA/ 501k was updated from blank to ¿p030031/s053¿ h4. Device manufacture date has been updated from ¿5/9/2024¿ to ¿4/25/2024¿ h11. Additional manufacturer narrative related to the manufacturing record evaluation has been updated from ¿a manufacturing record evaluation was performed for the finished device number lot 31316698m and no internal action related to the complaint was found during the review.¿ to ¿a manufacturing record evaluation was performed for the finished device number lot 31305114m and no internal action related to the complaint was found during the review.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).